Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes ketoacidosis (B)(6) 2018 with blood glucose of 500 to 600 mg/dl. The customer's current blood glucose was 98 mg/dl and at the time of the incident blood glucose level was 248 mg/dl. The customer stated that they feel like kicked by horse. The customer did not experiences any symptoms related to the high blood glucose. The customer had been using the insulin pump system within 48 hours of the reported high blood glucose. The customer declined the troubleshoot for the high blood glucose. The customer was treated by the manual injection. The insulin pump will not be returned for analysis.